Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt or check belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation their was an open pulse wire in the distributor node (dn) to ECG b cable. The root cause of the damaged pulse wire could not be positively identified. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.